Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cartridge not detected warnings. During an attempted load step, the pump did not detect the cartridge; the complaint was duplicated. The pump case was removed and an intermittent condition was found on the force sensor due to a broken solder joint at a pin.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had pushed out all the insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.